Event description:
A "pop" was heard from the pt during an ablation procedure. When the catheter was removed, a clot was found at the catheter tip. The stockert generator displayed temperatures between 36 and 52 degrees celsius throughout the procedure. The upper right vein was found to be moderately stenosed after the procedure. No medical intervention was administered. The pt has been discharged.